Event description:
The procedure was an hag (hemodialysis access graft) thromboysis, specifically attempting to clear a clotted access graft in the forearm. The procedure was stopped after the brush would no longer retract into the catheter. The brush assembly was removed from the patient, and the marker band was visualized under fluoroscopy, having come off the device. The event occurred after aproximatley the third or fourth pass with the device (approximately 10-30 minutes of brush utilization reported). The marker band was recovered surgery. The patient received a new graft. The clinician recalled retracting the brush assembly from the introducer sheath at least twice without the brush assembly fully seated in the catheter body.